Event description:
Related manufacturer report number 2916596-2021-02134. It was reported that the patient was applying their own rescue tape to driveline at home after doing yard work. The patient cut the white power lead accidentally instead of the tape. The lead was noted to have green oxidation, as well. The patient lost ability to control the controller via white lead and lost ability to power the controller via the white lead. Low power alarm and beeping were also reported. The controller was exchanged and the patient was doing well at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient applied rescue tape to his own line, however, it was later communicated that this was an issue with the white power lead of the patient cable, not the driveline. No other device related issues or adverse events were reported. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 29mar2018. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.